Manufacturer narrative:
(B)(4)

Event description:
It was reported that when the patient presented in clinic, noise was observed. The patient had complete heart block and complained of syncopal episodes. Programming changes were made. It was later reported that the lead was capped and replaced on (B)(6) 2016.